Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to motor error alarms.

Event description:
It was reported that due to unknown reason. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.